Event description:
The customer reported that his blood glucose readings were not being stored in the memory of the contour® next gen meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
No information was captured in section a4 as the customer's weight was not provided. The contour® next gen meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase.

Manufacturer narrative:
The customer returned the suspected contour® next gen meter (serial # (B)(6)) for evaluation. No test strips were returned. Upon in-house investigation of the returned meter, it switched on as expected and no anomalies were observed when customer service mode was run. Three control tests were conducted using the returned meter, in-house contour® next test strips (lot # 3mheg02a) and in-house contour next control solution (lot # 5bv2g37) to check meter functionality. The results were 133 mg/dl, 130 mg/dl and 133 mg/dl, all within the expected control range of 113 mg/dl to 141 mg/dl. Additionally, an in-house testing was performed with the returned meter and in-house contour® next test strips (lot # 3mheg02a) using blood spiked with glucose at 133 mg/dl, as determined by ysi instrument in five replicates. All tests recovered within fit-for-use limits. The blood glucose results obtained with the in-house testing were properly stored in the meter's memory.